Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 2030-6525-1; 6.5 cancellous bone screw 25mm; lot code: we7mea; cat. No.: 2030-6525-1; 6.5 cancellous bone screw 25mm; lot code: dh451y; cat. No.: 542-11-48d; trident psl ha cluster 48mm; lot code: x93vha; cat. No.: 6721-0635; size 6 accolade ii 127 deg; lot code: 52040304; cat. No.: 6570-0-136; delta v-40 ceramic head 36/0; lot code: 49398501. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Implants were removed due to infection.

Manufacturer narrative:
An event regarding infection involving a trident 0 deg insert 36mm was reported. The event was confirmed. Method & results: -device evaluation and results: evaluation could not be conducted since device was not returned. -medical records received and evaluation: there is no evidence this early post-operative periprosthetic hematoma and infection was related to factors of faulty component design, manufacturing or materials. -device history review: devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot and the sterility lot referenced. Conclusions: the investigation concluded "there is no evidence this early post-operative periprosthetic hematoma and infection was related to factors of faulty component design, manufacturing or materials." If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Implants were removed due to infection.